Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urine could not be drained. Inserted a syringe into the drainage lumen and bladder irrigation was attempted, but it could not be injected. Drainage lumen obstruction of the catheter was possible. Per follow up received on 06jan2025, stated that it seems there is a suspicion of blockage of the catheter's drainage lumen, which has also been a serious incident recently.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. No actions can be taken at this time since a root cause was not identified. Received (5) photo samples. The first photo sample shows an overview of the catheter. The second photo sample zooms in of the blockage in the funnel. The third photo shows the catheter with deflated balloon with surgical thongs in the eyelet. The fourth photo sample shows inflation valve cap. This specific complaint allegation was part of a broader investigation captured in CAPA #11881143. The scope of CAPA #11881143 is applicable for this product lot number. Therefore, DHR review is not required. The scope of CAPA #11881143 is applicable for this product lot number. Therefore, labeling review is not required. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urine could not be drained. Inserted a syringe into the drainage lumen and bladder irrigation was attempted, but it could not be injected. Drainage lumen obstruction of the catheter was possible. Per follow up received on 06jan2025, stated that it seems there is a suspicion of blockage of the catheter's drainage lumen, which has also been a serious incident recently.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. Correction: f, h. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urine could not be drained. Inserted a syringe into the drainage lumen and bladder irrigation was attempted, but it could not be injected. Drainage lumen obstruction of the catheter was possible. Per follow up received on (B)(6) 2025, stated that it seems there is a suspicion of blockage of the catheter's drainage lumen, which has also been a serious incident recently.